Manufacturer narrative:
Although all used samples were discarded and will not be returned for eval. Navilyst medical's investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, the end user observed air in the manifold system of a convenience kit during an intervention procedure. No air was injected and no pt injury occurred. This is the 2nd time the hospital has had this occur. They believe that the air is being pulled in during aspiration of contrast with a 10cc syringe. All used samples were discarded by the hospital.